Event description:
It was reported that the ilet was dropped, resulting in a shattered and dark screen, while insulin delivery reportedly continued as indicated by the connected cgm. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact requiring medical intervention or hospitalization. Investigation included remote troubleshooting and user education, confirmation of continued insulin delivery, and arrangement for device replacement with return of the original unit for assessment. Investigation of this case revealed physical damage to the display component consistent with user handling, with no evidence of interruption to insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external mechanical impact.